Event description:
It was reported that during a follow up in clinic, oversensing resulting in inappropriate mode switching and noise was noted on the right ventricular (rv) lead resulting in inadequate high voltage therapy. The physician suspected damage of the rv lead, however, lead damage was not visually observed. Provocative testing was performed and the noise was unable to be reproduced. Abbott technical support was contacted and the rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.